Manufacturer narrative:
H6: investigation summary during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1113541 was satisfactory at time of release and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1113541. Retention samples from batch 1113541 were not available for inspection. Six photos were received for investigation. --two photos each show the bottom of a taped plate from batch 1113541 (time stamps 0746 and 0748) with what appears to be microbial growth in the plate. --one photo shows two taped plates on a light bed with what could be microbial growth in one plate. Plate prints are not readable from the photo. --one photo shows a stack of two taped plates. --one photo shows the bottom of a taped plate; the plate print cannot be read from the photo. --one photo shows the agar surface of a plate with microbial growth. No return samples were received for investigation. This complaint can be confirmed. A trend was identified for contamination and investigation found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) 3076308 has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction.

Event description:
It was reported that prior to use with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) bacterial contamination was discovered on 2 plates. The following information was provided by the initial reporter: it was reported that customer reporting bacterial contamination in product 221261 - plate trypticase soy agar 5% sb - lot 1113541.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) bacterial contamination was discovered on 2 plates. The following information was provided by the initial reporter: it was reported that customer reporting bacterial contamination in product 221261 - plate trypticase soy agar 5% sb - lot 1113541.